Event description:
The physician used one silverhawk to treat a non-tortuous and non-calcified lesion. The device was removed from its packaging and inspected with no issues noted. On attempting to remove the device, the non-mdt guidewire prolapsed between the nosecone and the sheath causing the device to become stuck. The physician made multiple attempts to remove the device, eventually causing the distal tip of the device to break off. The tip migrated down the peroneal of the patient resulting in an occluded peroneal artery. It was reported that no attempts were made to remove the detached tip and that the device fragment was left in the patient. No other patient injury was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the silverhawk device was returned, along with the detached cutter driver. The silverhawk was inspected and noted the distal clear end of the distal assembly was curved upwards. Dried blood was noted within the lumen of the laser drilled end. The rotating distal tip was not attached to the distal assembly. The tip was broken off from the laser drilled tip body. The silverhawk guidewire tubing was inspected and observed a zipper tear from the proximal end of the tubing, through to the end at the distal tip. No other damages to the returned device were noted. Attempts to back-load and front-load a 0.014" guidewire from the lab were unsuccessful due the zipper tearing. If information is provided in the future, a supplemental report will be issued.